Event description:
I used fixodent for about 10 years. I have numbness and tingling in my arms and legs. My condition is permanent. My writing is shaky. I am anemia, the taste of water is bad, I have back trouble, standing for any length of time. I get sick to my stomach and throw up. I get loose stools, bad taste, feels real bad, sometimes it don't work a lot of taste bad feeling. Can't eat very well cause the cream gets loose or the taste is too bad. Dose or amount: denture cream, frequency: 3x day, route: oral. Dates of use: (B)(6) 2000 - (B)(6) 2010. Diagnosis or reason for use: denture cream adhesive. Event abated after use stopped or dose reduced: yes.

Manufacturer narrative:
The event occurred in (B)(6). (B)(4).

Event description:
Caller reported blood glucose results of 15 mmol/l on nano system (B)(4) and 7 mmol/l on nano system (B)(4) within 1 minute. Reported no adverse event relative to discrepancy. A request was made for the return of the meters and strips, replacement sent.